Event description:
There is a hole in the drape of a double basin pack found before a total knee arthroplasty (tka) was started. It was thrown out and a new one was opened in its place. No issues with contamination of other instruments or equipment.